Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a skin irritation. The skin irritation was located on the patient's chest under the front therapy electrode and was dry, itchy, and red. The patient's physician prescribed the patient some antibiotics for the skin irritation. Follow-up indicated that the skin irritation was improving.